Event description:
It was reported the patient¿s blood glucose reached 14 mmol/l (252 mg/dl) after wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking, 10.1 mm from the nail head, causing corrosion, insufficient battery voltages and data loss. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.